Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer requested that the rental iabp be picked up as it was no longer needed. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that after the rental cs300 intra-aortic balloon pump (iabp) was delivered to the facility, when it was powered up the screen of the iabp was flickering with dots and lines, and it was subsequently not used. There was no patient involvement or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, disassembled the display and reseated all connections and verified proper function. The fse was unable to reproduce the reported problem. All functional and electrical safety tests were performed. The unit passed all tests and was approved for clinical use. Since this is a rental unit, it was placed back into getinge storage with the rental fleet.

Event description:
It was reported that after the rental cs300 intra-aortic balloon pump (iabp) was delivered to the facility, when it was powered up the screen of the iabp was flickering with dots and lines, and it was subsequently not used. There was no patient involvement or adverse event reported.